Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: kwp, kwq. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a removal surgery on (B)(6) 2021, due to screw backed out. The primary procedure was performed on (B)(6) 2021. It was unknown if the removal surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown rods (part# unknown, lot# unknown, quantity unknown ); unknown setscrews (part# unknown, lot# unknown, quantity unknown ). This complaint involves (12) twelve devices. This report is for (1) viper prime cfx xtab 5x35mm ti. This report is 4 of 12 for (B)(4).